Event description:
It was reported the intellivue multi measurement server x2 needed a loudspeaker replacement. It is unknown if the device produced still sound in stand alone mode. It is unknown if the device was in use. No patient harm or adverse event was reported.

Manufacturer narrative:
The remote service engineer (rse) determined that the customer required a replacement speaker. A nemo (non engineering material only) service was agreed upon. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.